Manufacturer narrative:
(B)(4).

Event description:
Per complaint (B)(4), a dental crown and abutment fractured off a dental implant during use. It was reported that the patient experienced partial edentulism from the loss of the implant crown. The implant was removed.